Manufacturer narrative:
Correction: common device name added as it was inadvertently omitted from the initial report. Correction: d10 - lead with therapy date of (B)(6) 2018 is a trial lead that was inadvertently added to the initial report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient¿s ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention was undertaken on (B)(6) 2023 to address the issue.